Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm multiple times. The customer¿s blood glucose level was 166 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.